Event description:
It was reported that the patient presented during an implant procedure, and noise was noted on the left ventricular lead. Lead abrasion was suspected but not confirmed. The lead was explanted during the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported events of suspected lead abrasion and noise were not confirmed. Analysis found that a complete lead was returned in one piece measuring 86.3cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage. The lead that was returned was otherwise normal.